Event description:
It was reported that stent not fully expanded occurred. The 28mm x 2.75mm target lesion was located in the left anterior descending artery. A 28 x 2.75 promus premier¿ drug eluting stent was implanted to treat the lesion but its delivery system, after insuflation to 12 atmospheres, was not able to expand to the diameter of the stent. The physician removed the delivery system and used an unspecified balloon catheter to expand the stent to diameter of the target lesion. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).